Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions and the occlusion alarms continued. A system check was performed suing the current supplies, and the current occlusion was found to be within the cartridge. Reportedly, a supply change was performed to address the current occlusion. Blood glucose levels ranged between 200-300's mg/dl.